Manufacturer narrative:
The reagent lot number was 77053601 with an expiration date of 31-aug-2025. The field service engineer found the procell syringe and sipper 2 syringe had buildup/turbidity and possibly white particulate matter. He also found dusty conditions around the 801. He decontaminated the procell syringe and sipper 2 flow path. He primed the reagents, conditioned the measuring cells, and ran precision testing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. Sample 1 initial result was 120 ng/l and the repeat result was 11.6 ng/l. Sample 2 initial result was 145 ng/l and the repeat result was 1.0 ng/l. Sample 3 initial result was 154 ng/l and the repeat result was 38.4 ng/l. The repeat results were believed to be correct.

Manufacturer narrative:
Medwatch field "e4 initial report also send to FDA" was updated.